Manufacturer narrative:
Covidien/medtronic reference number (B)(4). Visual external examination of the n560 found damage to the top and bottom of the external case and loose parts could be heard rattling inside. A rear rubber root was missing off the bottom case. Visual internal examination found loose plastic pieces from broken bottom case. Faint tones during power-on-self-test were confirmed. The resistor was re-adjusted all audible tones are now heard and functioning as intended. The pulse beep volume was found to be adjusted low and was corrected by adjusting the volume adjust up/down buttons. The customer complaint was confirmed and the malfunction is not related to the manufacturing process.

Event description:
The customer reported that the speaker audio was very faint. There was no patient involved.